Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) as ventricular fibrillation (vf) and delivered a shock. It was noted that current programming inhibited the ICD's ability to provide accurate wavelet discrimination. The ICD remains in use. No further patient complications have been reported as a result of this event.